Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator black wire. The pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, and unexpected restart error test. The pump passed all the operating currents tested with in the specification range and passed the off no power test. It was noted that the pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the vibrate no longer works on the insulin pump. Customer was calling back to finish troubleshooting. Customer was advised to insert a new battery. Customer performed the self test and the pump did not vibrate during the vibrate test. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to a back-up plan.